Manufacturer narrative:
A visual examination of the returned device revealed that the feeding tube was found cut at 29 cm from the outer ring and the distal portion of the device was not returned for analysis (probably cut by the customer with an unknown instrument). The dilating tip wire loop was found broken and frayed at the apex. It was noted that the condition of the returned unit was consistent with the complaint incident that the wire loop broke. The user most likely exerted excessive tension on the interface between the pull wire and feeding tube wire loop, causing the wire loop to break. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during an initial percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while pulling the peg tube through the stoma site, the loop at the end of the tube was broken. The physician used a hemostat to finish the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during an initial percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while pulling the peg tube through the stoma site, the loop at the end of the tube was broken. The physician used a hemostat to finish the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.